Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures including part replacement, however, no definitive part was identified as the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed one additional service ticket associated with discrepant /erratic magnesium results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer reported falsely elevated magnesium results for approximately 30 patient results since the weekend. The customer was not aware until a doctor questioned a magnesium result. The customer then repeated the patient samples. All the results that were initially high when repeated obtained a result within normal range. The customer sent out amended patient reports. There was one more occurrence after, however the customer only had the results and could not provide the sample ID information. The one example was from last night: initial magnesium result of 13.5 mg/dl with a repeat result of 2.2 mg/dl (reference range: 1.7-2.2 mg/dl). There was no impact to patient management reported.

Event description:
The customer reported falsely elevated magnesium results for approximately 30 patient results since the weekend. The customer was not aware until a doctor questioned a magnesium result. The customer then repeated the patient samples. All the results that were initially high when repeated obtained a result within normal range. The customer sent out amended patient reports. There was one more occurrence after, however the customer only had the results and could not provide the sample ID information. The one example was from last night: initial magnesium result of 13.5 mg/dl with a repeat result of 2.2 mg/dl (reference range: 1.7-2.2 mg/dl). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.